Event description:
It was reported that during a breast biopsy, the first probe wouldn't initialize. A second and third probe took one sample and didn't get any additional samples afterward. The needed samples were obtained with a fourth probe and the case was completed with no pt consequence.

Manufacturer narrative:
Date sent: 04/16/2008. Other#= e9u1r (batch # for device b); exp date = 02/2013 (device b). (Device b): 3/2008. Eval summary: device a, b and c were returned in good physical condition. The probes were connected to a test holster and control module, initialized, fired and functioned properly. The cutting feature of the instruments was evaluated with a test media and all three cut as intended. In addition, the vacuum features were found to be fully functional. The probes were fully functional and conforming to manufacturing requirements. No error codes were noted during analysis. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was determined and no anomalies were found during the manufacturing process.